Event description:
It was reported the patient experienced withdrawal symptoms. The symptoms were from what would appear to be overmedicated and under medicated at various stages in the last few months. A volume discrepancy was reported. The actual residual volume (arv) of 0ml was less than the expected residual volume (erv) of 7ml. The cause of the discrepancy was unknown. The patient felt like they were not getting the medication. At the last refill there was a 2ml discrepancy; they aspirated 2ml less than expected. Variations noted: (B)(6) 2012, aspirated 0.2cc, pump calculated 2.4cc; (B)(6) 2012 aspirated 0.1cc, pump calculated 7.3cc (the dose was changed at this time); (B)(6) 2012 aspirated 17cc, pump calculated 19.6cc (medication replaced with saline at this time). Hcp believed the pump may be overmedicating. The patient was currently on saline and therefore not receiving any therapy treatment from the pump. The patient followed up with the hcp in the clinic. The saline in her pump was aspirated. The results were 19.3 ml expected 15 ml actual. Hcp did not want to do a rotor study at this time, and the pump was turned down to the minimum rate. The patient was hesitant about having her pump replaced, so hcp was going to see if the patient could adequately control her pain with oral medication. If so, she will have the pump explanted. If not, she will replace it. It was believed they were going to give it a few weeks and try different medications/doses before they made a decision. The pump was previously delivering bupivacaine, compounded baclofen and dilaudid; currently it was delivering saline.

Event description:
Additional information was received and it was reported that the physician thought that the pump was over delivering medication. When the patient came in for the refill about a year ago where no medication was left in the pump, she had underdose symptoms, was ¿feeling funny¿, and had a ¿funny smell like old time men¿s aftershave¿. The pump was explanted. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering saline at the time of explant.

Manufacturer narrative:
Product ID: 8703w, lot# l50968, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
Catheter explant date: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).